Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal was worn and peeled. The device was observed to have a scratched lcd screen, and a bubbled downstream occlusion (dso) seal. The device's event history log was reviewed for evidence of the reported problem, nothing was found. To conduct functional testing, three accuracy tests were performed. Upon testing, the reported problem was duplicated as the device was found to be over delivering. To address the issue, the expulsor was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. B3: date of event is unknown. H6 evaluation codes: updated. H3: updated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was report the pump failed delivery accuracy test. No patient injury reported.